Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer's blood glucose was 203 mg/dl. Reportedly, the customer loaded an additional 150 units of insulin into the cartridge but declined further troubleshooting from tandem technical support for the reported issues.